Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation of the ipg and the paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient has an infection at the ipg site. The symptoms were redness. The physician explanted the ipg and left the paddle lead implanted. The patient is doing well following the explant. The physician does not believe the infection is related to the device or procedural.